Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was turn on post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00848. It was reported that the patient¿s therapy strength was decreasing on its own following a fall. Diagnostics reevaluated high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.